Event description:
During implant procedure, the physician, after having tried for some minutes to enter into a vessel by over the wire technique, kept out the guidewire and manually j-shaped the distal part of it. The guide was then reinserted in the lead and, without any particular friction or difficulty in maneuverability, entered into a postero-lateral vessel where lead was then positioned. The guide was then removed without any resistance but a distal part of about 2cm remained in the vessel. The physician decided to implant the lead anyway in that vessel; electrical measures were in range in all pacing configuration.

Manufacturer narrative:
To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire. Initial sem was inconclusive due to the polymer coating on the device contaminating the surface following removal. Follow up sem has been scheduled for week 33 and we will complete our eval and submit a follow up report.